Manufacturer narrative:
The pro-bnp reagent lot was 302724 with an expiration date that was not provided. The performance testing results were acceptable and there were no specific alarms that would indicate an issue with the analyzer. Since the patient sample had low results across multiple analyzers a preanalytical issue is suspected, such as foam on the surface of the sample. One hour later the sample was tested again with normal results on across multiple analyzers. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
Unique identifier (UDI)# (B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of a questionable elecsys probnp ii immunoassay (probnp) result for 1 patient sample tested on a cobas 6000 e 601 module. The initial probnp result was 101.5 with a repeat result of 2124. Units were not provided. It was unknown if the erroneous result was released outside of the laboratory. There was no allegation of an adverse event. The probnp reagent lot number and expiration date were not provided. The investigation is currently ongoing.